Event description:
During patient use a proximal peg backed out of a nail. The peg was explanted.

Manufacturer narrative:
(B)(4). This complaint was not escalated to root cause analysis. (B)(4). This complaint was not escalated to root cause analysis.